Event description:
The user states she had an incident where she ran a patient sample and received a creatinine result of 1.67 mg per dl and repeated the sample on the same analyzer with a result of 0.75 mg per dl. The initial result was not reported.

Manufacturer narrative:
The technical service representative reloaded the cassette definitions for creatinine, cholesterol and urea. She also added extra wash cycles and moved creatinine to the end of the processing sequence. Follow up with the customer in 2009, indicated customer had not experienced additional issues since 2009.